Event description:
It was reported that during a da vinci-assisted gastric bypass the sureform 60 stapler instrument installed on arm #3 moved on its own. This reportedly resulted in damage to unspecified tissue and additional bleeding. No further clinical information was provided. Intuitive surgical, inc. (Isi) has attempted to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the current information provided, the cause of the customer reported failure mode cannot be determined. An isi field service engineer (fse) was at the site when the event occurred. According to the fse, a robotics coordinator from the site informed him that the event was due to use error and there was no issue with the system. The fse performed system verification according to isi procedures. The fse inspected and tested the system, and verified that the system was ready for use. No products were replaced. If additional information is received, a follow-up MDR will be submitted. A review of the system logs for the event date of (B)(6) 2022 has been performed by an intuitive surgical, inc. (Isi) post market surveillance specialist and the following was observed: there were no observed events in the system logs that would suggest a product issue and the logged events are in line with normal system functionality. The stapler logs have also been reviewed by an isi failure analysis engineer (fae). Per the fae, the logs show sureform 60 stapler instrument (part #480460-09, lot #l13220613-0309) was installed 10 times and fired 9 reloads (5 blue followed by 4 white). All firings were completed per the logs with 0 ¿ 2 pauses for compression. There were 2 incomplete clamps by this instrument in 13 total clamp attempts. No stapler related errors for this instrument were found in the logs. No video/images were provided by the customer for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted gastric bypass procedure, it was alleged that the sureform 60 stapler instrument moved with unintuitive motion. As a result, unspecified tissue was damaged and bleeding occurred. The following information is unknown: the estimated blood loss associated with the complications, what medical intervention was rendered due to the complications, and the source of the complications. At this time, the root cause of the customer reported failure mode is unknown.